Manufacturer narrative:
Device returned with no lot identification. Product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged disengaged; cartridge batch number: j45t70; cartridge position: loaded; drivers present in cartridge, present/prox 3 on; firing knob position: back/partial, back; gapspace pin condition: good; hook latch position: open/closed, closed; instrument halves: joined/separate, joined; knife condition: good; staples present? Formed/unformed, in dwon drivers and swing tab position: locked/unlock, locked. Functional tests & results: instrument safety lockout properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based upon info received and functional results, no conclusion could be reached as to what may have caused reported incident. It appears that inadvertent movement of firing knob may have contributed to reported incident. This is evidenced by proximal drivers being in up position and lock out being in locked position. It should be noted that cartridge is designed to lock-out if any staples have been fired from cartridge. Swing tab (lockout) was reset on cartridge and instrument was fired with returned cartridge. It fired and formed remaining staples as designed with no difficulties noted. Mfg and engineering have been notified of reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
The device was used duirng a gastrectomy (total) procedure. It was reported by the affiliate that the knob of the device stopped in the middle of the firing process. A new device was used to complete the case. There was no patient consequence.